Manufacturer narrative:
A field service engineer (fse) was dispatched, removed the ise cup, and discovered gel in the upper "bowl" and fibrin plugged in the center chamber. The fse cleaned the ise cup and replaced the chloride (cl) - electrode.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a line that popped causing fluid to leak around the electrolyte injection cup (eic) in the synchron cx5 delta chemistry analyzer. No injury was reported for this event.